Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe broke during a procedure. The tip was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: ceramic loosened (broke apart) probable root cause: protective measures:100% visual inspection info: instructions for use statements: ¿overuse may cause excessive electrode wear do not use the probe as a tool for the mechanical displacement of tissue or bone¿ do not use excessive force when inserting or removing the probe. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke during a procedure. The tip was retrieved and the procedure was completed successfully.

Event description:
It was reported that the tip of the probe broke during a procedure. The tip was retrieved and the procedure was completed successfully.